Manufacturer narrative:
The fisher & paykel healthcare (fph) infant nasal CPAP prongs are a type of infant interface intended to deliver CPAP. Actions taken by manufacturer: a root cause failure investigation and a CAPA are under way to determine why the affected nasal CPAP prongs have disconnected during use and to determine corrective and preventative actions. A recall was initiated on 11 april 2014 to remove affected nasal CPAP prongs from the market and is currently being reviewed by the cdrh's division of international compliance operation. Fph is issuing this voluntary recall notice because it has received customer reports relating to certain lot numbers of certain models of nasal CPAP prongs detaching from the flexitrunk nasal tubing. The nasal tubing is not affected by this recall. The complaint nasal CPAP prongs were returned to fisher & paykel healthcare in (B)(4) for investigation. A visual inspection confirmed that this was one of the affected prongs. A medical device recall letter has been sent to this customer in (B)(6).

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that the bc3520 nasal prongs detached from the flexitrunk interface. The prongs were then found inside the patient's mouth. No patient consequence was reported.